Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis and high blood glucose. The blood glucose reading was 1,400 mg/dl. She also reported that the insulin pump had a frozen display and the buttons stopped working. She reported that pressing down the b button the lights come on. The insulin pump also alarmed for a button error. The insulin pump was not returned for analysis.